Manufacturer narrative:
Correction: b3 for the initial report should have been 2023-01-06.

Event description:
According to the available information, the article reported clinical study that occurred in france.

Manufacturer narrative:
Complications reported were hematoma and pain. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Event description:
According to the available information, the patient had a virtue implanted. A hematoma was discovered at home but was not present when the patient was discharged from hospital. The hematoma was at the point of passage of the posterior arm of the strip on the left. There was no treatment and the complication lasted 12 days. The patient also experienced permanent groin and bilateral thigh pain. The pain was probably related to the position on the operating table and appears upon waking. There was no pain when removing the catheter and no pain when urinating. The patient was treated with acupan (level ii analgesic), paracetamol and an anti-inflammatory. The complication lasted 46 days.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.